Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibratory alert. In clinic, device interrogation revealed out of range high, low voltage lead impedance. The patient have suffered a hard fall that hit the area of the ICD. The lead was capped and replaced. The patient is stable.